Event description:
It was reported that approximately 21 months post-implant of a bifurcated device and an infrarenal aortic extension, the patient presented emergently with back pain. Reportedly, a computed tomography scan revealed an endoleak due to component juncture separation between the bifurcated device and aortic extension. The physician treated the patient with two additional infrarenal aortic extensions lining the stent graft from just above the bifurcation to top of the bifurcated stent graft. The endoleak and component separation were repaired and patient was reported to be doing well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product use was found to be incongruent with the IFU and sizing recommendations and might have contributed to the reported event due to: short, severely angled aortic neck of smaller than 18 mm diameter; and, the inability to tolerate contrasted surveillance. It was unclear if there were any CT examinations done prior to the event. The patient's history of antiplatelet therapy and aortic remodeling might have contributed to this event. The component separation, endoleak type 3a and vessel repair of the left common femoral artery were substantiated. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed that all units have been consumed and no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is likely due to patient's anatomy and existing conditions, which might have been incongruent with IFU.

Event description:
The left common femoral artery (lcfa) was repaired due to the inability to close the vessel post stent deployment. There was a significant amount of scar tissue preventing arteriotomy closure using closure devices. It appears that the lcfa was the access site for the initial procedure ((B)(6) 2012). A femoral endarterectomy was performed to remove the dissected plaque along the posterior wall, vessel patch and tacking of the proximal and distal endpoints to achieve hemostasis. There were excellent strong signals in bilateral feet.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.